Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pus at the device implant site due to infection. The inferior section of the pacemaker was also noted to have eroded through the skin. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.